Event description:
It was reported that the atrial lead had shown noise in the past, consistent with an insulation breach. The atrial lead was capped, and a new atrial lead was implanted on (B)(6) 2023. The patient was stable before, during, and after the procedure.